Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: e2dr01aa implantable pulse generator (ipg) implanted: 2005-(B)(6), unable to obtain manufacture date after multiple attempts. (B)(4).

Event description:
It was reported that the patient had dizziness. It was also reported that the right ventricular (rv) lead had high/unstable thresholds, no capture at maximum output and high impedance indicating a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.